Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they experienced unexpected restart alarm, external ram crc error and damage on the insulin pump. The customer's blood glucose reading was 179 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer reported damage to the battery compartment. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart or external ram crc error alarms were noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads and a cracked reservoir tube lip.